Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during priming and air removal of the 7mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon, air entered the syringe, raising suspicion. The balloon was inflated externally for testing; a leak was found from the start. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.

Event description:
As reported, during priming and air removal of the 7mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon, air entered the syringe, raising suspicion. The balloon was inflated externally for testing; a leak was found from the start. There was no reported injury to the patient. Additional information was requested; however, was not obtained after multiple attempts made.

Manufacturer narrative:
As reported, during priming and air removal of the 7mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon, air entered the syringe, raising suspicion. The balloon was inflated externally for testing; a leak was found from the start. There was no reported injury to the patient. Additional information was requested; however, not obtained after multiple attempts were made. The device was returned for analysis. A non-sterile ¿saberx radianz 7mm4cm 190¿ was received for analysis in a clear plastic bag. The device was unpacked for inspection. No physical damage or anomalies were observed. The balloon was not inflated, and the pleats remained in their original manufactured condition, indicating that the balloon had not been previously inflated. No other notable observations were identified. A functional test was performed by attaching one inflator/deflator device to the inflation port. Balloon inflation testing was conducted by applying positive pressure using the inflator/deflator with the intent of reaching the rated burst pressure. However, a leak was detected at the luer hub caused by a crack. This leak prevented balloon inflation because it was not possible to maintain the pressure required for expansion. All applied pressure escaped through the crack. The luer hub was further examined using a vision system, which revealed a crack line that was not visible without magnification. The cracked area exhibited evidence of fatigue striations. Fatigue striations in the hub material are typically associated with damage resulting from tensile overload. Therefore, it is concluded that the hub material was subjected to a tensile force exceeding its yield strength, leading to the observed crack. A product history record (phr) review of lot 82312424 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during negative prep¿ was not observed during analysis of the returned device. The exact root cause could not be conclusively determined. No anomalies were identified on the balloon during functional testing; however, a crack was observed in the luer hub. This condition likely contributed to the customer¿s perception of a potential balloon defect, which was not substantiated during evaluation. Microscopic analysis revealed fatigue striations on the hub, consistent with damage caused by tensile stress exceeding the material¿s yield strength. It is likely that handling or procedural factors contributed to the observed condition. Overtightening of the luer hub is considered the most probable cause, as this is a known mechanism for inducing cracks in similar components. According to the information in the instructions for use which are not intended to mitigate risk, ¿without twisting, slide the forming tube off the balloon. 2. Attach a syringe filled with sterile heparinized saline or similar isotonic solution to the flushing needle. Remove the protection sheath from the flushing needle, insert the needle into the tip of the catheter and flush the guidewire lumen. 3. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 4. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 5. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 6. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 7. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 4 - 6. 8. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 9. Purge the air from the inflation device. 10. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium. Caution: do not apply positive or negative pressure to the balloon at this time.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, during priming and air removal of the 7mm 4cm saberx radianz percutaneous transluminal angioplasty (pta) balloon, air entered the syringe, raising suspicion. The balloon was inflated externally for testing; a leak was found from the start. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.